Event description:
The manufacturer received information from uno legal litigation in reference to a repaired/recertified dreamstation auto CPAP with an allegation of cancer and bladdet. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be performed at this time. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
The manufacturer received information from uno legal litigation in reference to a repaired/recertified dreamstation auto CPAP with an allegation of cancer and bladdet. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to a third-party service center. The technician confirmed that there were no particles in the air path during the device evaluation. The third-party service center concludes that they couldn't confirm the customer's allegation, and the device was corrected. During evaluation, no secondary findings were observed. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. The evaluation method code, evaluation result code, and conclusion code have been updated.